Manufacturer narrative:
On june 23, 2020 mentor became aware that this is a duplicate of 1645337-2020-04840. Additional reporting will be done under this complaint (1645337-2020-07238). The event date has been updated with the review of the duplicate file. The investigation of the returned device was completed by the failure analysis lab on july 13, 2020. Device evaluation summary: during the visual inspection, the device was found to be ruptured. Microscopic examination of the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. It should be noted that it cannot be determined when the instrument damage happened; therefore, both the trauma and the instrument damage may be the cause of the rupture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury/capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 450 cc mentor memorygel breast implant experienced left sided rupture and capsular contracture post procedure. The capsular contracture was a grade ii/iii on the inside of her breast. She went in for a capsulectomy and the doctor discovered that the device had also ruptured. The patient had been kicked at work, and that was the suspected cause of the rupture. The left device was replaced with a 650 cc mentor memorygel breast implant. The right device was replaced with a 700 cc mentor memorygel breast implant.